Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site eval: samples received: 27 unopened racepacks. There are no previous complaints of this code batch. We have received the same day, two complaints from the same customer, same code-batch but two different surgeons. We manufactured and distributed (B)(4) units of the samples received and the results of one of the samples does not fulfill the minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: this is a corrective action in order to avoid this kind of incidents in the future.